Event description:
(B)(4) study. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 26.7mm. Prior to the index procedure, 81 mg of aspirin and 5 mg of apixban were administered. On (B)(6) 2018, the patient was discharged with aspirin and apixban. On (B)(6) 2019, the patient was hospitalized and was diagnosed with stroke. The patient was referred for neurology consultation and the type of event was ischemic stroke with "duration of focal or global neurological deficit >24 hr" and the suspected cause was unknown. On (B)(6) 2019, the national institute of health stroke scale (nihss) was 0. Of note, during baseline nihss was 0. On (B)(6) 2019, modified rankin scale (mrs) denoted "4- moderately severe disability: unable to walk without assistance and unable to attend to own bodily needs without assistance". Of note, on (B)(6) 2018, during baseline, mrs was 1 - no significant disability despite symptoms. The patient was treated with oral medications.

Event description:
Pinnacle flx study. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 26.7mm. Prior to the index procedure, 81 mg of aspirin and 5 mg of apixban were administered. On (B)(6) 2018, the patient was discharged with aspirin and apixban. On (B)(6) 2019, the patient was hospitalized and was diagnosed with stroke. The patient was referred for neurology consultation and the type of event was ischemic stroke with "duration of focal or global neurological deficit >24 hr" and the suspected cause was unknown. On 09 march 2019, the national institute of health stroke scale (nihss) was 0. Of note, during baseline nihss was 0. On (B)(6) 2019, modified rankin scale (mrs) denoted "4- moderately severe disability: unable to walk without assistance and unable to attend to own bodily needs without assistance". Of note, on (B)(6) 2018, during baseline, mrs was 1 - no significant disability despite symptoms. The patient was treated with oral medications. It was further reported that on (B)(6) 2019, the patient presented to the emergency department with sudden onset of constant right foot weakness and aphasia since the previous evening. On arrival, neurological examination revealed left sided facial droop, questionable right lower foot and right leg weakness when compared to left. Echocardiography revealed atrial fibrillation, right bundle branch block and anteroseptal infarct was also present. Intracranial computed tomography (CT) of the head without contrast revealed no evidence of intracranial hemorrhage, extraaxial collection, or mass effect or acute infarct. The chronic infarct in the left basal ganglia and small chronic lacunar infarcts in right thalamus were noted which were stable, moderate to large zone of chronic ischemia in the right pca was unchanged, mild to moderate cerebral volume loss and mild cerebrellar volume loss were noted. Mild burden presumed chronic small vessel ischemia was unchanged. CT angiography (cta) of the head (anterior circulation) revealed mild scattered atheromatous disease. No high-grade stenosis, branch occlusion or definite aneurysm was noted. Cta head (posterior circulation) revealed narrowing of right distal pca and mild narrowing of the right p1 segment. High flow vascular malformation involving proximal circles of willis vessels. Cta of the neck revealed atherosclerotic calcification in both carotid bulbs. No measurable stenosis was noted in the right or left internal carotid artery . Neurology recommended for an MRI. However, MRI could not be performed as the patient has a pacemaker. There was no clear evidence of new stroke. Further labs including urinalysis was recommended that might contribute to generalized weakness. On (B)(6) 2019, repeated intracranial CT head without contrast revealed new 15*10*24 mm acute to early subacute infarct within right basal ganglia without any evidence of hemorrhage. Neurologist was consulted and found that the patient was not a eligible candidate for tpa. Hence stroke protocol was followed for further monitoring and blood pressure was monitored. Xr swallow study with speech revealed aspiration with cough. On (B)(6) 2019, therapy with aspirin was discontinued and apixaban was restarted. On (B)(6) 2019, tee revealed a left ventricular ejection fraction of 60%, no thrombus on laa occlusion device but has left atrial smoke. Previously tte revealed lvef of 58% with no cardiac source of emboli. On (B)(6) 2019, neurological examination revealed subject moving all four extremities spontaneously. Motor strength was normal (5/5) at left and right side. There was no dysmetria on finger nose test. The patient was ready to discharge to rehabilitation from neurological stand point. That day the patient was discharged to skilled nursing facility on apixaban.

Event description:
Pinnacle flx study. On (B)(6) 2018, the patient underwent a left atrial appendage (laa) closure procedure. A 31mm watchman flx laa closure device was successfully implanted with a complete laa seal and deployed device diameter of 26.7mm. Prior to the index procedure, 81 mg of aspirin and 5 mg of apixban were administered. On (B)(6) 2018, the patient was discharged with aspirin and apixban. On (B)(6) 2019, the patient was hospitalized and was diagnosed with stroke. The patient was referred for neurology consultation and the type of event was ischemic stroke with "duration of focal or global neurological deficit >24 hr" and the suspected cause was unknown. On (B)(6) 2019, the national institute of health stroke scale (nihss) was 0. Of note, during baseline nihss was 0. On (B)(6) 2019, modified rankin scale (mrs) denoted "4- moderately severe disability: unable to walk without assistance and unable to attend to own bodily needs without assistance". Of note, on (B)(6) 2018, during baseline, mrs was 1 - no significant disability despite symptoms. The patient was treated with oral medications. It was further reported that on (B)(6) 2019, the patient presented to the emergency department with sudden onset of constant right foot weakness and aphasia since the previous evening. On arrival, neurological examination revealed left sided facial droop, questionable right lower foot and right leg weakness when compared to left. Echocardiography revealed atrial fibrillation, right bundle branch block and anteroseptal infarct was also present. Intracranial computed tomography (CT) of the head without contrast revealed no evidence of intracranial hemorrhage, extraaxial collection, or mass effect or acute infarct. The chronic infarct in the left basal ganglia and small chronic lacunar infarcts in right thalamus were noted which were stable, moderate to large zone of chronic ischemia in the right pca was unchanged, mild to moderate cerebral volume loss and mild cerebrellar volume loss were noted. Mild burden presumed chronic small vessel ischemia was unchanged. CT angiography (cta) of the head (anterior circulation) revealed mild scattered atheromatous disease. No high-grade stenosis, branch occlusion or definite aneurysm was noted. Cta head (posterior circulation) revealed narrowing of right distal pca and mild narrowing of the right p1 segment. High flow vascular malformation involving proximal circles of willis vessels. Cta of the neck revealed atherosclerotic calcification in both carotid bulbs. No measurable stenosis was noted in the right or left internal carotid artery . Neurology recommended for an MRI. However, MRI could not be performed as the patient has a pacemaker. There was no clear evidence of new stroke. Further labs including urinalysis was recommended that might contribute to generalized weakness. On (B)(6) 2019, repeated intracranial CT head without contrast revealed new 15*10*24 mm acute to early subacute infarct within right basal ganglia without any evidence of hemorrhage. Neurologist was consulted and found that the patient was not a eligible candidate for tpa. Hence stroke protocol was followed for further monitoring and blood pressure was monitored. Xr swallow study with speech revealed aspiration with cough. On (B)(6) 2019, therapy with aspirin was discontinued and apixaban was restarted. On (B)(6) 2019, tee revealed a left ventricular ejection fraction of 60%, no thrombus on laa occlusion device but has left atrial smoke. Previously tte revealed lvef of 58% with no cardiac source of emboli. On (B)(6) 2019, neurological examination revealed subject moving all four extremities spontaneously. Motor strength was normal (5/5) at left and right side. There was no dysmetria on finger nose test. The patient was ready to discharge to rehabilitation from neurological stand point. That day the patient was discharged to skilled nursing facility on apixaban. It was further reported that baseline nihss on 20 july 2019 and 45 day follow up on 07 september 2018 was 1. On (B)(6) 2019 it was corrected that no high flow vascular malformation involving proximal circles of willis vessels was noted in head cta. In cta of neck there was no evidence of dissection noted in the icas. Loculated presumed fluid in the right lower lobe incomplete evaluated though there was evidence of right pleural effusion on previous CT studies. On (B)(6) 2019, the patient was restarted with eliquis and aspirin was discontinued. On (B)(6) 2019, neurological examination revealed intact cranial nerves ii through xii. The patient was discharged to skilled nursing facility on apixaban with ongoing speech therapy. On (B)(6) 2019, the event was considered resolved.